Event description:
It was reported the patient had an infection at the ipg site and lead site. In turn, surgical intervention took place wherein the scs system was explanted. The patient was hospitalized 3 days with IV antibiotics. The patient was sent home on antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.